Event description:
A clinic reported that 20 minutes after completion of a dialysis treatment on a phoenix machine, the pt died. Facility's biomedical tech stated that he was reporting this event according to his facility's 24-hour policy regarding cases of death or serious injuries occurring to a pt. No other pt info have been provided. During the clinical investigation, the customer would not provide any other info as dci has a very strict policy against divulging pt info of any kind. A gts rep inspected the machine. He performed several tests and determined that the machine performed according to MFR's specifications.